Event description:
In 2005 dx-336dt was set up with two pressure tubes and stopcock to monitor cvp and pressure. Rour days later, two pressure tubes and stopcock were replaced by nurse. No problems were found with the tap of the blue stopcock. The next day prior to changing patient's position, the nurse confirmed no bleed back was present and no problems were found with the stopcock. The patient's position changed and bleed back was immediately confirmed and the stopcock came off from the housing. Small amount of saline (with heparin) leakage observed. No blood leakage was confirmed. No adverse effect to the patient or clinician due to the incident.